Event description:
It was reported that the ilet pump screen delaminated, after which the patient¿s blood glucose increased recorded at 301 mg/dl. A replacement pump was arranged, and the patient was advised to revert to backup therapy until receipt of the replacement. Customer care provided support that included verification of shipping and return processes, and instructions to sync data to the mobile app before return. Investigation of this case revealed a hardware screen integrity issue consistent with screen delamination affecting the display component, with no reported alarms, and no transfer of device data to the replacement necessitating a new startup. No clinical symptoms associated with hyperglycemia and no injury reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to screen assembly.